Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a routine device exchange, a loss of capture and low pacing impedance was noted on the right atrial lead (ra) and a loss of capture and high pacing impedance was noted on the right ventricular (rv) lead. This is a suspected cause of the patient syncope episodes. The ra and rv lead were capped and replaced. The patient was stable with no consequences. Related manufacturer report number: 2017865-2020-03727.